Event description:
Homecare pt was being fed using a pump. The pt pulled the administration set out of the pump and wrapped it around his throat. The pump continued to infuse. The enteral solution free-flowed causing the pt to receive 10 ounces within a few minutes. The parents were awakened by the pt making noises and discovered the pt vomiting profusely. The parents complained about the pump not having a safety latch to hold the administration set in the pump.